Event description:
Meter name: basic enhanced. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported: has not been able to test due to meter not turning on and does not feel well. Their meter allegedly has no power. The result on their meter was results unknown. The time difference between patient's meter and: no comparison. Treatment was not treated. No further info has been reported.